Event description:
It was reported that following implantation of an implantable pulse generator (ipg) system in (B)(6) 2012, it was determined that the implantable pacing lead had been inserted into the coronary sinus (cs). Following the operation, ventricular tachycardia (vt) events were detected. Repositioning of the lead was performed that day without complications. In (B)(6) 2014, the patient presented to the hospital due to frequent vt events. Upon investigation, it was suspected that the lead had again dislodged into the cs. It was confirmed via coronary angiography that the reported lead had been implanted into the coronary vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).